Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) presented at end of life (eol). The monitoring voltage was 2.66 and the charge time was 34.3 seconds. There is a concern that the battery has depleted earlier than expected.